Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) replaced the monitor cable and the internal connecting cable to fix the reported issue.

Event description:
A company service engineer from our warehouse/repair center observed during a service test of the cardiosave unit, that the plug-in connection between the monitor cable and the internal connecting cable was loose, and that if the plug is moved, the display monitor turns off. The cardiosave is the property of sales and service unit-germany and is used for demos and repair bridges. There was no patient involvement, and no adverse event was reported.